Event description:
It was reported that the ilet user ate more than usual without announcing a "more than usual" meal, experienced subsequent hyperglycemia to 259 mg/dl, and later experienced hypoglycemia to 60 mg/dl after the system attempted to correct the high; the issue was characterized as an incorrect or improper use procedure related to meal announcements on the device user interface. Symptoms included hyperglycemia with blurry vision and hypoglycemia with dizziness. Outcomes included serious injury requiring the use of oral glucose tablets as an unexpected medical intervention; no hospitalization was reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the problem related to announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.